Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. He noticed while he was taking system down that there was one or maybe two drops of fluid inside the pump module door area and the cassette unit was cracked. Patient reports on (B)(6) 2012 that he has had no ill effects or antibiotics taken, effluent has remained clear since occurrence. There is a sample available for evaluation.

Manufacturer narrative:
.